Event description:
It was reported to philips that the device experienced a popping sound during operational testing. Following the noise, lines were displayed on the lcd screen of the device. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.